Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery life was only lasting two days. Customer reported that while in the hospital, insulin pump fell but did not cause damage. It was confirmed that hospitalization was not diabetes or insulin pump related. Customer's blood glucose was 600 mg/dl. It was reported that drive support cap appeared normal. Insulin pump passed self-tes and displacement test. Customer was advised to monitor insulin pump.